Event description:
It was reported the asymptomatic patient presented in clinic in back-up vvi. The patient¿s implantable cardioverter defibrillator was restored to its original settings. The patient was stable during and after the restoration and the patient will be followed-up normally.